Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer blood glucose level was over 400mg/dl was at the time of incident. Customer also stated that the infusion set tubing came apart. Customer also stated that they did not use automode. The device was not returned for analysis.